Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) with a blood glucose (bg) level of 91 mg/dl. Reportedly, customer received a bolus via pump which decreased their bg level. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; received assistance from their school nurse by providing carbohydrates and called an ambulance where they were transported to the ER. Reportedly, bg level had resolved and customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.